Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open sore under the breast from the garment. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient place a band aid over the sore. Follow up indicated the irritation improved with the removal of the device. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open sore under the breast from the garment. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient place a band aid over the sore. Follow up indicated the irritation improved with the removal of the device.